Event description:
Overdelivery reported: the pump was programmed on channel a only to infuse 250ml at 11ml/hr. The ativan fluid container was changed at 1:00 a.m. It was reported at 3:00 a.m., the fluid container had approximately 50.0ml. Visual inspection of the display indicated that 22ml had infused. The nurse reported that she had to empty the collection bag (unspecified amount) twice during that 2 hour time span. There was no report of any adverse pt effect. It was reported that the pt was easily arousable from sleep and alert/orientated. The physician was notified, no orders given. The infusion continued without event with a replacement pump. No other info was available.